Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result for the subject device by olympus medical systems corp. (Omsc). This subject device was returned to omsc for evaluation. During the evaluation, omsc confirmed that the adhesive and the thread covering both side of the bending section were missing. In addition, the adhesive around the objective lens was deteriorated. The exact cause could not be determined, but it was surmised that the phenomenon occurred due to chemical attack during reprocessing or interference with a trocar considering the deterioration of the adhesive and past similar case. The instruction manual of the subject device has already instructed; before each case, prepare and inspect this endoscope as instructed below. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. Do not withdraw the endoscope from the trocar tube with excessive force to prevent damage to the bending section of the endoscope. Withdraw it carefully and slowly.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.

Manufacturer narrative:
The device was returned to omsc for evaluation, but the evaluation is still in progress. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is provided, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a therapeutic procedure, the user facility noticed that a thread fell off within the patient when the subject device was inserted through a trocar into the patient. The user facility retrieved the thread from the patient and completed the procedure using the subject device. After the procedure, an olympus staff visited the user facility and confirmed the adhesive on the bending section rubber was missing. There was no patient injury reported associated with the event.